Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75 mm synergy was deployed, but was notably too short and landed within the lesion plaque. A proximal edge dissection was also noted. A 3.00 x 32 mm promus elite was deployed at the proximal edge of the previous stent to completely cover the lesion and dissection. The procedure was completed successfully.